Manufacturer narrative:
Root cause: use error - (t:flex) per tandem¿s user guide: ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 500 units of insulin. Additionally, it was reported that the insulin gauge was inaccurate. Customer¿s blood glucose ranged from 141 to approximately 170 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.